Event description:
It was reported that multiple infusion set connectors from the same lot intermittently broke or would not twist to attach, while other connectors from the same box worked, and the user confirmed the cartridge was fully seated, not overfilled, and that the connector was flush before twisting. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health beyond the inability to attach and use affected connectors. Investigation included troubleshooting and user education regarding proper seating of the cartridge and connector alignment. Investigation of this case revealed an intermittent mechanical connection issue affecting the connector component, with failure modes consistent with breakage and inability to secure the twist mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction consistent with connector mechanical variability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.